Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right and left plunger cases were cracked by the screws. Primary audible background test found in pump event history log. During functional testing using the infusion and occlusion test, the reported issue of primary audible alarm background test was unable to be duplicated.the root cause was unable to be determined. Replaced speaker and interconnect board as preventative measure. A corrective and preventative action has been opened to address the reported issue. .

Event description:
It was reported that the pump exhibited a primary audible alarm background failure. No patient injury was reported.